Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. There were numerous kinks throughout the hypotube and shaft of the device. There was a complete hypotube separation 99cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The balloon, markerbands, and bonds were microscopically and visually examined. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 3mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Based on the reported information, the device was inflated to 20atm; therefore, there is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.50x15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that hypotube separation occurred outside the patient after removal of the device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 3.50x15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.